Manufacturer narrative:
Sorin group (B)(4) manufactures the d 100 dideco kids newborn hollow fiber oxygenator with integrated hardshell cardiotomy/venous reservoir with phosphorylcholine coating. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report of a blood leak from the d 100 dideco kids newborn hollow fiber oxygenator during a procedure. The clinician elected to change out the oxygenator. Changing out the oxygenator took 5 minutes. There was no report of pt injury.